Event description:
Dealer is stating that the end user caregiver called and alleged that the mounting hardware on mx1 back broke while the patient was in the chair. End user was sitting the chair, but did not fall out of the chair, no injuries.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.